Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
It was reported that on (B)(6) 2012 the autopulse malfunctioned on a cardiac arrest call. When we applied the autopulse onto the patient, it gave a "recharge/ replace battery" signal. We then replaced the battery, and the same signal appeared. We tried 4 different batteries during the call and the same "recharge/replace battery" signal appeared. The autopulse and the batteries were examined and checked in the morning so we don't know what exactly happened. We placed that autopulse out of service.